Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that leakage was observed with eight (8) plasmafilter 2000 n. The external leakage of solution was noticed while the patient was performed a plasma exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three actual samples and five companion samples were received. Visual inspection of the five companion samples did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the three actual samples showed the housing was found partly with stress cracks. The reported condition was verified for the three samples. No abnormalities were identified from the five companion samples that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.